Event description:
It was reported that during a stabilization procedure using the speedstitch suturing device, upon firing the device, the needle was pushing the suture cartridge out of the barrel preventing the needle from picking up the suture. After a surgical delay of approx one hour, the procedure was completed with a different arthrocare device. There were no pt complications reported as a result of this event.